Manufacturer narrative:
Customer contact reports there is no patient information available. An incomplete seal can exist between the disposable absorber and the breathing circuit lower assembly of the carestation 600 series systems. This incomplete seal can allow rebreathing of patient gases that have bypassed the carbon dioxide (co2) absorbent material and could result in unintended elevated inspired levels of co2 (fico2), which could lead to hypercarbia. Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on 05/17/2017. (B)(4). Device problem already known, no evaluation necessary

Event description:
The hospital reported that, during patient use, unit showed elevated baseline co2 readings. There was no reported patient injury.